Manufacturer narrative:
The iol remains implanted. Prior to release to the market the lens met all manufacturing specifications. The cause of this event has not been determined. Manufacturing records are being reviewed and any deviations noted that could have caused or contributed to this event will be reported in a follow-up report. Intraocular lens remains implanted.

Event description:
The surgeon reported that during routine cataract removal with intraocular lens implant and after filling the bag with viscoelastic, he injected the lens but as the leading haptic went into the capsular bag it tore the posterior capsule and went into the vitreous. He retrieved the lens and placed the same lens into the sulcus without difficulty. Physician is inquiring if there was a barb on the end of the haptic.